Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. Based on the available information, a definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted approximately for 7 years, underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 20mm 9750tfx aortic transcatheter valve. As reported, the procedure went well.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 6 years and 7 months, underwent a valve-in-valve procedure due to degeneration, severe stenosis, mildly thickened leaflets, and mild calcification. Patient presented with progressive nyha ii symptoms, acute on chronic diastolic heart failure, dyspnea on exertion, shortness of breath, and orthopnea. The procedure was performed with a 20mm 9750tfx aortic transcatheter valve. As reported, the procedure went well. The patient tolerated the procedure well and was transferred to ccu in stable condition. Patient was discharged on pod# 6.

Manufacturer narrative:
Corrected data: disregard follow-up number 1. Manufacturer narrative: updated sections a1, a4, b5, b7, d4- expiration date and serial number, d6, h4, h6 (component codes, health effect - clinical code, device code(s), type of investigation, and investigation conclusions). Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event occurred due to patient factors.

Manufacturer narrative:
H3: customer report of aortic incompetence could not be confirmed through visual observations. Report of leaflet perforations were confirmed. As received, all three leaflets had perforations that were beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Leaflet 2 also had a non-transmural cut approximately 3mm long on the outflow surface. Edges of cut were straight and even and appeared to match up. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the outflow and inflow aspects. X-ray demonstrated wireform intact. Sewing ring was cut off around approximately 60% of the valve and exposed the wireform underneath. Cut off sewing ring fragment was not returned. A suture pledget remained attached to the sewing ring around leaflet 3 on the inflow aspect. Multiple sutures remained attached to the sewing ring around the valve. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device.